Event description:
It was reported that during a surgical procedure, the tip of the bur broke. It was also reported that there was no adverse consequences as a result of this event. It was further reported that another bur was available and the procedure was completed successfully.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The specs were met. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11153.